Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's ipg was explanted and replaced for an unknown reason on (B)(6) 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the reason for ipg replacement due to recharge burden. Patient's ipg was not holding adequate charge. Patient started noticing the increase in charging frequency and it progressively became worse.